Event description:
It was reported that during training at the user facility, the device was heating up while running. No medical intervention and no adverse consequences were reported with this event. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during training at the user facility, the device was heating up while running. No medical intervention and no adverse consequences were reported with this event. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.